Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4 : as device is unknow to be saline or silicone, it has been defaulted to saline. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflatoin/rupture.

Event description:
Healthcare professional reported rupture/deflation. This record is for the left side. Device was explanted.